Event description:
Spouse of consumer left voicemail on 2024-01-18 and called back today before call was returned. Was able to speak with consumer regarding the issue. Consumer reported, non patient end will bend when attaching to insulin pen. Stated, when she is able to get the pen needle attached, the insulin does not come out when priming. Lot: 3087267. Catalog: 320550. Date of event: unknown. Samples: yes, (unused available) cl.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.